Event description:
General report received of an unspecified number of undocumented incidents of the tips of the dilators fraying, while attempting to advance the dilators into patients. The physician placed the dilators over guidewires during insertions. Reportedly, the physician could not advance the dilators. The dilators were removed and the physician noted that the tips were frayed. The dilators were replaced and the catheters were inserted. There were no reported adverse patients effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.